Event description:
After 3.5 mos of implatation, this lead was explanted because of reported loss of atrial sensing and capture. This MDR is being submitted late because of an error made in the calculation of the due date during training of the new compliance employee. All due dates will be reviewed by the qa manager to ensure calculation is correct.

Event description:
After 3.5 months of implantation, this lead was explanted because of reported loss of atrial sensing and capture. This MDR is being submitted late because of an error made in the calculation of the due date during training of the new compliance employee. All due dates will be reviewed by the qa mgr to ensure calculation is correct.